Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of over 600 mg/dl. Customer reported removing their infusion set and finding that the infusion set cannula was bent. Customer was not able to troubleshoot the bent infusion set cannula or the elevated blood glucose level during the call as the customer was reporting a past event. The infusion set is expected to be returned.